Event description:
The customer reported the system lost pt data and images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer was instructed regarding the pt worklist and saving. Also, the software was reloaded. The system was then found to be operating as intended.